Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any voice prompts when the lid was opened and the device was powered on. Without voice prompts, the device would not be usable. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to the lid reed switch which was remaining in a shorted position when the device lid was opened. This issue caused the device to act as if it was not powering on completely.